Manufacturer narrative:
4/27/2007: initial report sent to FDA.

Event description:
Reportedly, stapling was performed properly, but a part of tissue was not cut. When removing the device, the anvil disconnected and remained, therefore, the surgeon removed the anvil by cutting bowel tissue. Opened another ceea, and re-anastomosed the tissue with it. Sex: male, procedure: lar double staple.